Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was seen on the patient¿s right ventricular lead. The asymptomatic patient presented in the hospital for a device interrogation after a patient notifier was delivered. It was noted that noise was still occurring on the rv lead, the noise anomaly was previously reported in 2938836-2014-15269. It was determined to continue monitoring the patient and no programming changes or plans to revise the lead were made. The patient was stable before, during, and after the device interrogation and will continue to be monitored.